Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer experienced high blood glucose levels over the course of 6 months. The customer's wife stated that he did change his diet 6 months prior at that time, but since then she stated that he had gone back on his regular diet. The high recent blood glucose reading was 432 mg/dl. On the night prior, the blood glucose reading was 389 mg/dl, which he treated with insulin. She also noted that the blood glucose reading was 334 mg/dl in the morning, and after treatment, it lowered to 326 mg/dl most recently. The customer's wife stated that the customer requested a replacement insulin pump and glucose meter because they were old. The customer contacted his doctor regarding high blood glucose. Upon troubleshooting, it was found that the insulin pump passed the high pressure test. A crooked infusion set cannula was observed. The caller reported an infected insertion site as well. Advised a complete infusion set, reservoir and insulin change. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.